Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot: 113. An elevated atellica im tnih result was observed for an 87-year-old male patient. This result was not transmitted to the doctor. When the same sample was re-tested twice on the same instrument, much lower results were produced. A similar low result was obtained when the sample was repeat tested on another atellica im instrument; this result was reported as correct. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. Quality control (qc) results were within expected ranges just before this sample was run.